Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the suture had a bad quality which tears and produced tissue laceration, with bad quality needle that separates the suture material. There was no patient harm.